Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that after getting a new infusion set out, it was inserted and it kept disconnecting at the quick release. The infusion set had just been changed when the issue occurred. The site location was patient's abdomen and the pump was worn on the waist band. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.